Manufacturer narrative:
This report will be amended when our investigation is complete. Received, but not yet evaluated.

Event description:
It is reported the stem fit too tightly. The surgeon decided to go up one size, which fit correctly.

Manufacturer narrative:
A humeral stem was returned for review. No notable damages were observed on the returned stem. The device was found to be conforming to overlay, confirming size features. Review of the device history records did not find any deviations or anomalies. This device is used for treatment. Product history search revealed no additional complaints against the related part and lot combination. Information on the reamer used is unknown. No issue with the stem was noted. A definite root cause cannot be determined with the information provided.